Event description:
A (B)(6) male admitted for torn rotator cuff tear. During surgery, an arthrocare speedscrew ref: (B)(4), lot number 1025024 was inserted per the physician. The distal portion of the screw attached to the inserter broke off. Physician elected to leave the proximal portion in the bone.